Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for repair of a ruptured abdominal aortic aneurysm. The aortic neck measured 25 mm in length and it was 19-20 mm in diameter. The aneurx devices were implanted and successfully resolved the ruptured aneurysm. A follow-up CT scan indicated good placement of the stent graft. Approximately 4 months later, the patient was admitted with some episode of hematocrit and hemoglobin had diminished. A repeat cat scan demonstrated a type I endoleak without evidence of a rupture. The stent graft had slid 1.3 cm due to tortuousity of the aortic neck just below the renal arteries and there was a type 1 endoleak. Two aneurx aortic cuff stent grafts were implanted and successfully resolved the endoleak. There was excellent flow proximally and distally. No additional clinical sequelae were reported and the patient tolerated the procedure well.